Manufacturer narrative:
Unit received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unit had moisture damage on the force sensor resistor upon visual inspection. Unable to confirm unresponsive buttons due to blank display. Upon visual inspection the unit had flattened button dome switches (creased) on all the buttons and unlocked lcd keypad connector. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they were transported to the hospital by paramedics due to low blood glucose on (B)(6) 2017 with blood glucose of 12 mg/dl. Customer's blood glucose at time of call was 105mg/dl. The customer was hospitalized for 2 days and then transferred to another hospital for 5 days before release. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as customer is working with his health care professional and diabetes trainer. The customer also reported high blood glucose levels, a button error alarm, and hard to press buttons on their pump. The insulin pump will be returned for analysis.